Manufacturer narrative:
The insulin pump alarmed low reservoir properly. No unexpected low reservoir alarm noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported there was a discrepancy between the amount of insulin left recorded on the device and the reservoir. Low reservoir alert triggered and when reservoir displayed 246 units. Self-test was performed on the device and it passed. Replacement device is being sent to the customer and agreed to return the device so it can undergo further analysis.